Manufacturer narrative:
Clinical evaluation. 12 years after primary cementless tha on a very young and very heavy male patient, the stem is losing proximal fixation and the surgeon decides to exchange it. Some signs of wear of the pe liner are visible in the radiograph, but we cannot determine the potential influence that this may have had on the revision procedure - in fact, there are no major visible areas of osteolysis and the bone quality seems to be still very good. The reason for the loosening cannot be determined with the information at hand, so we should classify it as idiopathic aseptic loosening. Batch review performed on 11 dec 2025. Stem: amistem h 01.18.143 amistem-h lat. Size 3 lot. 131167: (B)(4) items manufactured and released on 05 june 2013. Expiration date: 30 april 2018. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause:although a precise root cause cannot be established, the event can be classified as idiopathic aseptic loosening. There is no indication that any potential issue with the device caused or contributed to the event, and the review of the device history record did not identify any potential manufacturing-related issues.

Event description:
After 12 years and 3 months post-primary, the patient came in due to a potted stem.the surgery revised the stem, head, and liner. The surgery was completed successfully.